Manufacturer narrative:
Received one (1) used unit 011-h4307 transfer set for inspection 8/12/24. As received, the tubing was separated from the inlet port of the filter. Little to no solvent was observed on the bond area. The tubing at the outlet port of the filter was tested for bond integrity for representative testing. The bond met performance expectations with the tubing remaining intact. The tubing was measured and was found to meet dimensional specifications. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in manufacturing. Lot history review was performed and no non conformities were found that would have led to the reported complaint

Event description:
The event involved a 5 units of transfer set w/clave® (green ring), 0.2 micron filter, check valve w/luer lock where it was reported when connecting the chemotherapy to the tree, the tubing became disconnected at the level of the filter. The clamps were closed on both sides and no leakage of the anticancer drug was reported. Chemotherapy was remanufactured again with an expensive molecule and the patient had to wait 30 minutes for chemotherapy treatment. There was no clinical consequence reported and unknown adverse event / human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.